Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: h2, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operational verification procedure (ovp), installed software, calibrated transducers, verified volumes, blender and pressures. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported complaint was confirmed through the events log and not duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Reference co# 101543. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: h2, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operational verification procedure (ovp), installed software, calibrated transducers, verified volumes, blender and pressures. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported complaint was confirmed through the events log and not duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. The reported complaint was able to be confirmed and duplicated, transducer pt802 failed. This issue will be internally investigated within vyaire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop alarm. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation.the reported complaint was confirmed through the events log and not duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure p/n 68374.the reported complaint was able to be confirmed and duplicated xdcr pt802 failed. This issue will be internally investigated within vyaire.